Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a surgery had been performed on (B)(6) 2010, patient reported discomfort. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the gii ps hi flex isrt sz 3-4 15. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that without the requested clinically relevant information, the clinical root cause of the reported ¿patient reported discomfort¿ cannot be definitively concluded. Patient impact beyond the reported symptoms and revision cannot be determined. No further clinical medical assessment can be rendered. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.